Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. We have received 12 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. 1.71 kgf in average and 1.60 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). Reviewed the batch manufacturing records, there are no incidences related to this issue and this product was released into the market fulfilling the OEM requirements. Remarks: "when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material." Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
It was reported by the healthcare professional "thread broke during an abdominal procedure sewing over the intestine." No delay over 15 minutes. No more information available (patient data privacy). Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted.